Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with cystoscopy; due to sui. The patient experienced bladder infections and pain, severe vaginal pain, painful intercourse, bleeding, bladder spasms and continued sui. The patient underwent cystoscopy and laser lithotripsy of bladder stone and laser of the suture material which was protruding through the patient¿s right lateral wall of the bladder on (B)(6) 2011. The patient also underwent transabdominal and transvaginal mesh removal from the bladder due to mesh erosion on (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.